Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this cardiac resynchronization therapy pacemaker (crt-p). It was noted that the patient was being tested in clinic including isometrics. There was no oversensing. Technical services (ts) explained device operation with the health care professional (hcp). This rv lead was a non-(B)(6) product. No adverse patient effects were reported. Currently, this device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).